Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2017) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI, expiry date), d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(4) 2018- patient was diagnosed with large subcostal hernia thereby underwent open repair with implant of ventralight st mesh. Per op notes, ¿hernia in subcostal area was noted. A large piece of ventralight st mesh was placed and sutured circumferentially¿. (B)(4) 2018-patient had abdominal pain. (B)(4) 2018- patient was diagnosed with recurrent ventral hernia, thereby underwent open repair with explant of ventralight st mesh. Per op notes, ¿through a subcostal incision, a hernia defect was identified. The ventralight st mesh was excised, and the defect was repaired with sutures¿.